Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of auto mode switch (ams) due to lead noise was observed during the follow up in clinic. Noise was able to be reproduced with isometrics. Programming changes were made. The patient was asymptomatic and will continue to be monitored.